Event description:
During product evaluation by a baxter service technician, it was discovered that an infusor pump failed to produce an "end of syringe" alarm when the pump was tested. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of an infusor pump which failed to produce an "end of syringe" alarm was discovered and confirmed during product evaluation. The cause of this condition was not identified. Due to customer denial of the cost of repair estimate, no repairs were made to this pump and it was returned un-repaired to the customer. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.